Event description:
During an atrial fibrillation procedure, it was noted that the tactisys quartz could not be brought to zero, and the contact force was not displayed on the screen (remained purple). The procedure was cancelled. There were no adverse consequences to the patient as a result of the cancellation.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One tactisys quartz sn (B)(6) was received for evaluation. When power was applied, the tactisys was unable to be connected and contact force data will not be available in a disconnected state. The tactisys was connected to remote desktop and the text file revealed a "fiso calibration expired". The reported event was confirmed by logs review and the root cause was isolated to fiso expired calibration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.